Manufacturer narrative:
The returned ipg passed performance and visual inspection tests performed. There were no reported complaints regarding the functionality of the device. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted ipg found them to be satisfactory.

Event description:
A report was received that the physician suspected that the patient was infected by gram positive bacteria. The patient's ipg was explanted. The patient was reportedly doing well following the explant procedure.

Event description:
A report was received that the physician suspected that the patient was infected by gram positive bacteria. The patient's ipg was explanted. The patient was reportedly doing well following the explant procedure.

Event description:
A report was received that the physician suspected that the patient was infected by gram positive bacteria. The patient's ipg was explanted. The patient was reportedly doing well following the explant procedure.